Manufacturer narrative:
Complaint database review revealed that no further similar events occurred since the sensor's installation in 2007. The event is therefore considered isolated; no concerning trend has been identified for this failure mode. Based on the investigation findings and on service activity, the root cause of the event was attributed to a defective bubble sensor that stopped functioning as a result of progressive wear over time. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in wheat ridge, colorado. Troubleshooting was performed with the customer confirming that the bubble sensor detector was not working. Therefore, a new bubble sensor was shipped to the customer, who installed it. New unit is now working. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was not working during procedure. Based on available information, it cannot be excluded that bubble sensor did not detect air bubble thus this event is reported conservatively. There was no patient injury.

Manufacturer narrative:
According to follow up with field service engineer the customer has likely seen an error message (bubble alarm) that could not be cleared. No additional information is available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.